Event description:
It was reported that the device could not be interrogated, and there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had no telemetry or output. The device lost telemetry and function, due to battery depletion. The cause of the depletion was an excess device current drain. During further analysis the high current cleared without provocation and was unable to be reintroduced. The root cause could not be determined.